Event description:
It was reported that the patient presented to the emergency room, and there was no output, no magnet response, and the device could not be interrogated. It was noted that when checked five months ago, battery voltage was 2.75 and the expected longevity was four years. The device was explanted. No further patient complications have been reported as a result of this event. Additional information received with the device reported that there was also sensing difficulty, and the patient's rhythm was in the 40s bpm.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found that the reported no output and no telemetry condition was the result of lifted output bond wires. Other text : it was reported that the patient presented to the emergency room, and there was no output, no magnet response, and the device could not be interrogated. It was noted that when checked five months ago, battery voltage was 2.75 and the expected longevity was four years. The device was explanted. No further patient complications have been reported as a result of this event. Additional information received with the device reported that there was also sensing difficulty, and the patient's rhythm was in the 40s bpm. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure wire device was out of specification in a manner that relates to event interrogate, difficult to output, none ensitivity.